Event description:
Same case as MDR ID# 2134265-2013-08758. It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified brachial artery. The 2.5mm x 150mm x 150cm coyote balloon catheter was advanced to the target lesion. The balloon was inflated but it ruptured at 6 atmospheres on the first inflation. The device was removed and a 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced. However the balloon again ruptured at 6 atmospheres on the first inflation. The device was removed from the body and the procedure was completed using an unspecified size mustang balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with the related complaint device. There was blood in the inflation lumen. The balloon was loosely folded. The shaft was kinked 5mm from the distal edge of the proximal markerband. The distal tip was damaged. The shaft and balloon were microscopically examined and revealed no tears. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 15mm from the proximal end of the distal markerband was revealed. There was balloon material lifted around the pinhole and scratches in the area of the pinhole. Microscopically examination presented no irregularities in the balloon material or the ro marker that could have contributed to the pinhole. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-08758. It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified brachial artery. The 2.5mm x 150mm x 150cm coyote balloon catheter was advanced to the target lesion. The balloon was inflated but it ruptured at 6 atmospheres on the first inflation. The device was removed and a 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced. However the balloon again ruptured at 6 atmospheres on the first inflation. The device was removed from the body and the procedure was completed using an unspecified size mustang balloon catheter. No patient complications were reported and the patient's status was fine.